Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The surgeon was performing a procedure and requested a pta balloon. However, a representative opened a product and handed the surgeon a balloon-expandable stent system. This was inserted into the patient and the balloon was dilated. Once the balloon was inflated it was discovered that the device was a combo device (balloon and stent). This was not visible to anyone until the stent was deployed. The surgeon had to take measures to secure the stent so it would not migrate. The stent was secured with another stent deployed over the previous stent to hold it in place. As reported there was a concern that the label does not clearly show the difference between the balloon and balloon expandable stent and that someone not familiar with the devices could over look this. There was no device returned for evaluation, however 3 images were received. Evaluation of the three images was conducted. Image 1 showed the front side of the visi-pro shelf carton label. The word "stent" is used four times on the front side of the label. Additionally 2 graphical representations of the stent are included as are the words "balloon expandable" image 2 was a side by side of the visi-pro stent box and evercross balloon box. The end label of the visi-pro indicates that it is 5mmx17mm on a 135cm catheter. The evercross is a 5mm by 20mm on a 135cm catheter. Image 3 is the front side of the evercross shelf carton label. The word "balloon" is used once. The instructions for use (IFU) for both the visi-pro and evercross advise to carefully inspect the package and device prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.